Manufacturer narrative:
The field service engineer checked the rinse volume, all nozzles, all tubing, and the gear pump pressure. The sipper probe and the reagent washing station were adjusted. The sample and reagent probes were decontaminated. A system reagent tube was adjusted. The sipper syringe seals were replaced. The electrodes were checked for buildup. The alarm trace was reviewed and a couple sample short alarms were observed. An ise check, calibration, and controls were run; these were successful, with no issues. Precision studies were performed. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range prior to the event. Upon review of the alarm trace, abnormal probe aspiration errors were observed. These are an indicator of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 4000 c (311) stand alone system. No questionable results were reported outside of the laboratory. The sample initially resulted in a cl value of 64.5 mmol/l accompanied by a data flag. The sample was repeated twice, resulting in values of 104.8 mmol/l and 104.6 mmol/l. The cl electrode lot number and expiration date were requested, but not provided.